Manufacturer narrative:
Hvad and driveline cable are still implanted. The controller is expected to be returned for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. The IFU instructs, "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump." Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. A supplemental report will be submitted when the manufacturer's investigation has been completed. Pump remains implanted.

Event description:
It was reported that a patient started having electrical fault and high power alarms at home; the patient was then admitted to the hospital to have a driveline cleaning. Service report - (B)(6) 2015 - the patient was inpatient and prepared for the procedure with dobutamine. The pump did stop during the cleaning procedure; the patient tolerated the pump stop well. Action performed: inspection of the driveline showed cloudiness of the black, green, yellow, white, and red wires. It was observed that the conducting wires outside of the exit site were fine; two (2) inches down from where the driveline is anchored and dressed to the patient, the wires are cloudy. The clinical engineer noted since the cleaning of (B)(6) 2015 while the patient was still hospitalized a progression of the cloudy wires. When the driveline was disconnected, a gelatinous material was noted around the pins. A sample was taken and preserved in formalin for processing. Two rounds of cleaning were conducted each lasting no more than 60 seconds. The controller was also noted to have some residue around the pins. Patient tolerated pump off time extremely well with some slight light headedness. The primary controller was removed from service and replaced. No additional information was provided.